Event description:
A report was received that during the patient¿s revision (MFR report #: 3006630150-2013-01840), it was discovered that the tail of the paddle lead was fractured. The physician was uncertain if it was due to the procedure or not. The physician cut the tail of the lead while the paddle was left in place. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement and was reportedly doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patient¿s revision (MFR report #: 3006630150-2013-01840), it was discovered that the tail of the paddle lead was fractured. The physician was uncertain if it was due to the procedure or not. The physician cut the tail of the lead while the paddle was left in place. The patient will undergo a lead replacement procedure.